Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by the legal brief, on (B)(6) 2013, patient underwent bilateral tkr and was implanted with optetrak devices in his left and right knees, including optetrak logic tibial inserts made of polyethylene. Magnetic resonance imaging (mris) performed on both knees in (B)(6) 2022 demonstrated bone loss, inflammation and debris consistent with polymetric wear. In or around (B)(6) 2022, patient was advised that his knee replacement failed with respect to both knees for reasons related to the defective device. Upon information and belief, as a result of the optetrak device failure patient also requires revision surgery on his left knee for issues including but not limited to polyethylene wear, bone loss, osteolysis and/or component loosening. As a direct of proximate results, patient has suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care.

Manufacturer narrative:
D10. Concomitants: 1953255 02-012-41-4040 - logic tibia traptray cem sz 4f/4t 2831036 200-02-35 - three peg patella 35mm 2861859 02-010-01-0340 - logic femoral ps cem right sz 4. H6. Investigation results - the revision reported may have been the result of loosening, prosthesis wear, and/or osteolysis as reported in the legal documentation. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: b3, h6. MDR section codes updated/corrected: a, b, e, f, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.